Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked; described as ¿the medication leaked from the infusor once the infusor was loaded¿. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed evidence of a leak/backflow at the fill port when it was opened. The cause of the leak/backflow was due to a particle lodged under the device checkband. The particle was determined to be a glass fragment measured to be 1.00 square mm in size. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause is user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.